Event description:
A pt intubated for the first time with a 4.5 ped, pediatric tracheostomy tube experienced irritation, swelling and bleeding at the stoma site. This was detected approx twenty-four hours after the device had been inserted. The 4.5 ped device was removed and replaced with a back-up 2pt device with no add'l problems or pt compromise. Pt returned to baseline condition. It was also reported that due to this pt's anatomy (short neck) the device fit may not have been compatible, thus contributing to the reported event. There was one pt involved with no reported pt compromise. The 4.5 ped device was returned to the MFR for decontamination, identification and analysis.